Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used to administer medication for advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, on (B)(6) 2012, it was noticed that the j-tube was difficult to rinse due to an occlusion and the high pressure alarm was triggered. The patient is awaiting replacement of the j-tube.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of difficulty washing j-tube due to occlusion. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.